Event description:
Reportedly, the ventilator was being used and the led for external power did not illuminate. Also the ventilator shutdown while in use on a pt as soon as the battery alarm sounded. The alarm sound did not give enough time for a caregiver/user to take appropriate actions. Please note that there was no serious injury in this case.